Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the external force applied to the distal end of the subject device due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not be returned to omsc for evaluation, the exact cause of the reported event could not be conclusively determined yet. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the ultrasonic transducer surface of the subject device partially peeled off. There was no report of patient injury associated with this event. It was not provided the other detailed information.